Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced eight infusion sets leakage events on (B)(6) 2025 at cannula. Infusion sets were used for 3 days. Blood glucose level was displayed high at the time of the event. Patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.